Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and observed that the microwell strip was not seated into the microwell plate frame correctly. The pipetter arm assembly crashed into the microwell plate. The instrument did not alarm. The instrument was tested with a good microwell plate without further problem and returned to service.